Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention and difficulty deactivating the device. Upon presenting to the emergency department due to incomplete voiding, the patient was catheterized. A cystoscopy was attempted; however, the physician was unable to advance the scope despite the device being deactivated, suspecting that the cuff was excessively tight from the original surgery. During a subsequent surgical procedure, leakage and urethral erosion were observed after cuff removal, leading to complete explantation of the aus. The plan is to allow the urethra to heal fully before discussing reimplantation of a new aus device with the patient. No additional complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention and difficulty deactivating the device. The patient presented to the emergency department due to incomplete voiding and required catheterization. A cystoscopy was attempted; however, the physician was unable to advance the scope despite the device being deactivated, suspecting that the cuff had been excessively tight since the original surgery. During a subsequent surgical procedure, leakage was observed, and the urethra was found to be perforated, either as a result of cuff removal or due to erosion from the originally tight cuff. The aus was completely explanted. The plan is to allow the urethra to heal fully before discussing reimplantation of a new aus with the patient. No additional complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.